Event description:
During laparoscopic gastric bypass, the surgeon fired the device and staple had set however, noted that the knife blade would not retract and was stuck. The surgeon then attempted to use the reverse button to release the stuck blade and it also did not work. He manually unlocked the stapler to release the jaws of the device. No patient harm.